Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". Late healthcare professional reported "capsular contracture baker grade I" and "due to implant being ruptured caused sliding, rippling, loss of volume, discomfort". This record is for the left side. Device was explanted.